Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., b.6., d.7., d.10., h.3., h.6.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified a creases fold,an linear opening on the anterior, a wear abrasion and brown particles in the shell and valve (fill channel). A leak test and microscopic analysis was performed which identified a striated linear opening on the anterior and a smooth crease opening on the posterior. The fill test inspection was performed, the result was determined to be no blockage. Based on the device analysis the final assessment is: a striated opening assessed as surgical damage consist in the use of some surgical tool. An opening crease smooth on posterior assessed as fold flaw opening.

Event description:
Healthcare professional reported right side rupture. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side "rupture". Device remains implanted.